Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-11-11 (B)(4) (con): additional information received from the consumer reported that they had experienced fever and chills with this event, and that the event occurred in (B)(6) 2015.

Manufacturer narrative:
Additional information/evaluation summary ¿ analysis of the pump revealed ¿motor ¿ gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿motor ¿ gear train anomaly ¿ stall due to shaft/bearing¿. The upper shaft of gear 2 showed shaft wear. Corrected information: result code is no longer applicable for this event.

Manufacturer narrative:
Additional information: interrogation of the pump on receipt indicated that the pump was delivering hydromorphone (25 mg/ml at 13.016 mg/day), bupivacaine (25 mg/ml at 13.016 mg/day), and clonidine (1000 mcg/ml at 520.6 mcg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. Product ID: 8590-9, lot# n250944, implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain and radicular pain syndrome. The patient called the health care professional on the day prior to this report date complaining of withdrawal symptoms, the patient was sent to the emergency room for management of the symptoms. The health care professional interrogated the pump and a stall with no recovery was noted on the logs, the stall occurred on the day prior to this report date. It was noted that the patient did not have a magnetic resonance imaging (MRI) during this time. A pump replacement was scheduled and performed on (B)(6) 2015. The issue was not resolved at the time of this report and patient status was noted as "alive - no injury". Additional information has been requested regarding medications patient was taking, medical history, the cause of the stall and patient outcome but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.